Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent accucath needle was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20ga x 2.25¿ accucath peripheral IV catheter assembly. The sample was received with its original opened packaging. The packaging exhibited abundant deformation. The device was fully assembled and appeared free of obvious use residues. The needle shaft exhibited a sharp bend at the needle exit site from the carrier. The safety button was depressed; however, the needle was only slightly withdrawn into the housing. An attempt to advance the guidewire was unsuccessful as the wire appeared trapped by the bent needle. Microscopic inspection of the needle tip was unremarkable. Inspection of the needle shaft confirmed a bend at the exit site from the needle carrier. The needle bend was consistent with lateral pressure being placed on the needle shaft. Such damage can occur during device handling/manipulation; however, no evidence was observed that informed precise root cause. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. The packing deformation suggested that storage condition may have contributed. A lot history review (lhr) of refw1506 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "product damaged." On 06/01/2022: add info rcvd - it was not used on a patient. Damage was noted upon opening the package. On 07/29/2022 - the returned sample exhibited a bent needle.